Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for the routine follow-up. Upon review, the right ventricular lead had dislodged. On (B)(6) 2018, the lead was explanted and a new was implanted successfully. The patient had been discharged and no further information was available.